Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the left artery. The 80% stenosed, 50x20mm, eccentric and de novo target lesion was located in the moderately tortuous and mildly calcified proximal left anterior descending artery (lad). The lesion contained between a 45 and 95 degree bend. The lesion was pre dilated with a 4.0x20mm emerge balloon catheter. A 5.00mm x 20mm liberté¿ stent was selected and significant resistance was encountered while advancing. The device failed to cross the target lesion. The device was removed and it was noted that the proximal of the stent was deformed. The procedure was completed with a 4.5x20mm rebel stent and post dilated with an 5.0x15mm nc emerge balloon catheter. No patient complications were reported and the patient's status was stable.